Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's report of dizziness is reportedly not related to the recipient's device. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4)

Event description:
The recipient is reportedly experiencing dizziness, believed to not be device-related or programming related. The recipient underwent revision surgery with packing around the site. The dizziness has not resolved.